Manufacturer narrative:
The manufacturing records for amds55, lot c2460656c (finished goods) and c2460333c (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation there were three (3) ncs associated with the sterile sub-assembly lot #c2460333c: (B)(6). None of the ncs are related to the reported event. A complaint was reported to an artivion representative on (B)(6) 2025 associated with a patient residing in the united states who had an amds implanted via commercial use. As this patient is not enrolled in a clinical study for amds, there was limited ability for artivion to collect follow-up information pertaining to this complaint. The artivion representative reported this complaint to artivion field assurance on (B)(6) 2025. A patient had an amds-55 (serial #/lot #: (B)(6)) implanted on an ¿unknown¿ date (presumably in (B)(6) 2025, around the time of the reported event) at (B)(6) hospital, located at (B)(6). The complaint states, ¿patient woke up, has a right sided hemiparesis yesterday. Was scanned and no large vessel occlusion or stroke identified. He has no sensation or motor function to either lower extremity today¿. It is important to note that the amds device was not removed. Additional information received from the artivion representative states that ¿the surgeon did feel slight resistance but was not a major concern. Once the amds was deployed, no manipulation or movement was done by the surgeon¿. CT scan videos were provided (images unavailable for attachment): ¿ pre-op scan shows true lumen malperfusion with little or no flow distal to sma. ¿ post-op scans show restored flow but did not demonstrate resolution. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿spinal cord ischemia, including paraparesis and paraplegia¿ and ¿neurological complications and subsequent problems (e.g. Transient ischemic attack, stroke, neuropathy)¿ is listed in the clinical evaluation report (cer) as potential adverse effects. The surgeon confirmed in a follow-up communication that the device was properly sealed before use. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history record demonstrates device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. There were three (3) ncs associated with the sterile sub-assembly lot #c2460333c: (B)(6). None of the ncs are related to the reported event. Per clinical report, ¿a patient had an amds-55 (serial #/lot #: (B)(6)) implanted on an ¿unknown¿ date (presumably in (B)(6) 2025, around the time of the reported event) at (B)(6) hospital, located at (B)(6). The complaint states, ¿patient woke up, has a right sided hemiparesis yesterday. Was scanned and no large vessel occlusion or stroke identified. He has no sensation or motor function to either lower extremity today¿. Additional information received from the artivion representative states that ¿the surgeon did feel slight resistance but was not a major concern. Once the amds was deployed, no manipulation or movement was done by the surgeon an adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Therefore, the below occurrence rating table will be marked as ¿n/a¿. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks.¿ upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿spinal cord ischemia, including paraparesis and paraplegia¿ and ¿neurological complications and subsequent problems (e.g. Transient ischemic attack, stroke, neuropathy)¿ is listed in the clinical evaluation report (cer) as potential adverse effects. Artivion device inspection and lot history record demonstrates device test acceptance and approval. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
According to the initial report received via email on 10july2025 from artivion representative, per the surgeon, patient woke up but had right sided hemiparesis yesterday. Was scanned an no large vessel occlusion or stroke identified. The patient has no sensation or motor function to either lower extremity today. Additional information received from the artivion representative relayed the surgeon did feel slight resistance but it was not a major concern. Once the amds was deployed, no manipulation or movement was done by the surgeon. The device was properly sealed before use. This investigation is relegated to amds55, lot number: c2460656c with the allegation of right sided hemiparesis post-operatively.